Manufacturer narrative:
Evaluation summary: the returned provisional heads have an approximate potential field age between 2 and 10 years. It is unknown how many times the devices were used. In general, provisional heads may become worn from normal clinical usage potentially resulting in a loose fit over time. Evaluation: after reviewing the device history records they were found to be conforming to requirements at the time of manufacture.

Event description:
It was reported that the femoral head provisionals are worn and no longer have an adequate fit with the mating stem. This was discovered during an inspection, not during surgery.